Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard ventralex st (device 2) implanted on (B)(6) 2016. An additional emdr will be submitted to represent the bard ventralex st (device 1) implanted on (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿multiloculated hernia sac was dissected free from the subcutaneous tissue. A ventralex st mesh (device #1) was placed intraabdominally and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st (device #2) and removal of ventralex st (device #1). Per operative notes, ¿hernia sac was dissected off. Once a previously placed ventralex st (device #1) was removed, hernia defect was covered by using ventralex st (device #2) was placed intraabdominally and secured by sutures.¿ attorney alleges that the patient had pain, hernia recurrence, foreign body reaction, mesh failure resulting in recurrent hernia and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventralex st implanted to treat the patient's recurrent incisional hernia. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.